Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced difficulty with medical management of her pump. The patient felt that the pump therapy "had been wonderful and I have been somewhat stable" until she had to change to a different hcp. The reporter indicated that the new hcp had made "drastic changes within my pump without my approval, discussion or consent." The pump output was decreased by approximately 15-16% in 3 1/2 weeks. The patient had again changed to a different managing hcp. The patient currently was experiencing moderate pain in the area where the pump was implanted. Per the reporter, "also for many months now I have suspected a possible leak where the catheter is implanted, as I am having problem with itching within the crease of my buttocks area, so bad I awaken scratching myself finding blood, as well as when touched, or even when showering". The patient experienced leg weakness and felt as though she was going to collapse when this area was "touched by water or hand". The patient explained to the hcp at refill on (B)(6)2010 that there was tenderness and pain in the pump area as they were feeling for the pump and positioning it for refill. At that refill marcaine was added to the pump. The patient had a ptm (patient therapy manager) to administer her own boluses. She was able to receive a bolus, as requested, the morning of the report. Since then she had tried many times to administer boluses and had come up with a "physician bolus in progress" error code. The patient was concerned that the pump may not be working properly. "Or if I am even getting my daily doses" and wanted to able to maintain "quality care".